Event description:
It was reported that intermittent vibration occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot test was performed and passed. Functional test was performed and passed. A vibration test on "try it" mode was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information d9: device availability - additional information h2: additional information/ device evaluation h3: device evaluated by manufacturer- additional information h6: adverse event problem - additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.